Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced chronic right groin pain and weakness in direct space. Post-operative patient treatment included revision surgery, mesh removed, and weakness in direct space closed with suture.